Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer was treated for the high blood glucose with manual injections. The customer mentioned a possible no delivery alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.